Manufacturer narrative:
(B)(4).

Event description:
During a follow-up performed on (B)(6) 2016, stored episodes showing ventricular oversensing were observed. Provocative testing revealed ventricular oversensing similar to that seen in the stored episodes was reproducible with movements of the patient's arm. Physician had scheduled an intervention on (B)(6) 2016 to replace both device and rv lead. Preliminary analysis revealed that sustained oversensing was observed since implantation. The noise pattern was typical of lead and/ or lead-ICD connection issue. Device battery was consequently depleted because of the numerous charging because of oversensing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a follow-up performed on (B)(6) 2016, stored episodes showing ventricular oversensing were observed. Provocative testing revealed ventricular oversensing similar to that seen in the stored episodes was reproducible with movements of the patient¿s arm. Physician had scheduled an intervention on (B)(6) 2016 to replace both device and rv lead. Preliminary analysis revealed that sustained oversensing was observed since implantation. The noise pattern was typical of lead and/ or lead-ICD connection issue. Device battery was consequently depleted because of the numerous charging because of oversensing.